Event description:
It was reported that during preparation of a port placement procedure, the port allegedly occluded at port hub. It was further reported that the device allegedly had a difficulty in aspiration. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the sample was not returned for evaluation, one electronic video was provided for review. The investigation is confirmed for the reported suction issue/air or gas in device as while aspiration, difficulty was experienced and air was aspirating inside the syringe. However, the investigation is inconclusive for the reported obstruction of flow issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 08/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. However, a video was provided for review. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that during preparation of an port placement procedure, the port allegedly had difficulty of flushing and difficulty on aspiration. The procedure was completed using another device. There was no reported patient contact.